Manufacturer narrative:
The medical history has been received and evaluated. The implant still has not been returned. Co's conclusion remains the same: co cannot be certain it is a lifecore product. The pt's smoking is a contributing factor, as smoking is a known contraindication for dental implants.

Event description:
Implant did not integrate. Pt is a smoker. One person affected.